Manufacturer narrative:
The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
The customer reported an issue occurred on lap top 1200 ventilator while connected to a patient during transport. The unit shut off. The customer confirmed that the unit did not alarm, it just went off while transporting a patient to a different department. Patient was immediately connected to a different ltv. No patient harm reported.

Manufacturer narrative:
Results of investigation: the suspect device was returned for investigation. Vyaire medical was not able to verify the customer complaint regarding unit shutting off while on a patient. The reported complaint was unable to be confirmed or duplicated. Event trace reviewed shows no indication of uut (unit under test) shutting down with any alarm entry of "ln vent 1" being logged from within event. All power on/off were properly logged with "vent 1 & vent 0" indicating that uut was properly powered on/off by means of pressing the "on/off" button. During investigation, uut was connected onto a known good ac adapter, indicating the battery being charge. Uut was charged for 24 hours to which the "external power" led illuminated "solid green" with the "charge status" illuminated "solid green" indicating a fully charged internal battery. Uut then underwent battery duration test to which uut failed lasting 28 minutes of operations. The internal battery was reviewed and found to be lot code#: 2030 which was manufactured in 2020, thus had past the battery warranty period. The failure is isolated to a failed internal battery. Internal battery root failure cannot be determined at this time. Root cause to be determined by the supplier once trend is identified. Uut was received with a power manager and two sprint pack batteries. It was found that these two sprint pack batteries had failed internally and are no longer accepting charge. Recommend sprint pack batteries to be replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.